Event description:
It was reported that a patient used a minicap with a protruding sponge and subsequently experienced a breach in aseptic technique/touch contamination, which resulted in peritonitis coincident with automated peritoneal dialysis (apd) therapy. It was reported that prior to use, the patient noted that the sponge was sticking out of the minicap and subsequently pushed the sponge back into the cap with a finger. Subsequently, the patient was hospitalized for peritonitis and on the same day and began treatment for the event with vancomycin, (ip) intraperitoneally (40 milligrams, every five days for five doses) and gentamicin (2 grams, every five days for four doses). On the same day, the patient signed himself out of the hospital against medical advice. Eight days later, the patient was retrained on proper aseptic technique. On an unreported date in the following month, treatment with vancomycin and gentamicin was withdrawn. On an unreported date in the same month, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.